Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box history began on (B)(4) 2014. Due to continuous use of the device, the black box data and pump histories for the reported date have been overwritten. A review of the available black box and alarm history showed no errors, alarms, or warnings associated with the complaint. The daily insulin delivery totals were found to correctly reflect the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011, the reporter wanted to troubleshoot the patient's elevated blood glucose readings. According the reporter, the patient's blood glucose readings increased to the 300-400 mg/dl range with ketones after the patient's supplies was changed (B)(6). The infusion site was also changed but the patient's blood glucose remained elevated. It was noted that there was blood at the site when the infusion set was removed. The patient received an occlusion alarm at 6:09pm while delivering 7.5u of insulin. The patient's blood glucose was corrected with insulin via syringe. During troubleshooting, there was no indication the animas pump malfunctioned. The patient was able to successfully prime after the occlusion alarm. The total daily dose of insulin, basal and bolus are all accounted for. The animas pump was programmed with the correct basal segment, advance features, and time/date. The infusion set and cartridge did not have any leakage or air bubbles. The site did not have any redness, pain, or leakage. It is not clear what contributed to the patient's elevated blood glucose at the time of concern. This complaint is being reported because the patient reportedly had elevated blood glucose with ketone while his diabetes is managed with the animas pump.